Manufacturer narrative:
(B)(4). The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2014, whereby a gore® dualmesh® plus was implanted. It was reported the patient alleges the following injuries: mesh failure, mesh pulled away from hernia, additional surgery on (B)(6) 2015. Additional event specific information was not provided.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2014: (B)(6) surgical. (B)(6), md. Office visit. Transition into care; self-referred for possible umbilical hernia. Increased in size over past 2 weeks, present x 3 years. Diagnosed a year ago. Abdomen scaphoid, soft, nontender, palpable ventral hernia just above the umbilicus with likely incarcerated omentum, able to reduce. Recommend laparoscopic ventral hernia repair, CT to more accurately characterize the details of the defect. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2014 including prior surgical procedure of cholecystectomy were not provided. (B)(6) 2014: (B)(6), md. Radiology- CT abdomen/pelvis. Reason: incisional hernia. Clinical history: abdominal pain. Impression: moderate-sized ventral hernias containing mesenteric fat within the upper and mid abdomen. (B)(6) 2014: (B)(6), md. Operative report. Preoperative diagnosis: ventral/umbilical hernia. Postoperative diagnosis: ventral/umbilical hernia. Procedure performed: laparoscopic ventral/umbilical hernia repair. Surgeon: dr. (B)(6). Anesthesia: general. Indications: this is a 37-year-old female who presents with a very symptomatic ventral hernia. CT scan shows a component above the umbilicus. There was a small bridge of tissue just at the umbilicus and then another defect just below the umbilicus possibly due to port placement at the time of the laparoscopic cholecystectomy. The defect measured approximately 7.5 to 8 cm in the craniocaudal direction and approximately 4 to 5 mm transversely. Options were discussed. Please see the consultation for the details of the informed consent. Questions were answered and she agreed to proceed. Hernia defect as described above. Some omentum within that was removed. No other abnormalities on the superficial exploration of the abdominal cavity. Procedure in detail: ¿she was brought to the operating room. She was administered preoperative antibiotics and heparin. A time out was performed. She was administered a general endotracheal anesthetic. The abdomen was prepped and draped in a standard sterile field with loban. Pressure points were padded and arms were tucked. Entry into the abdominal cavity was obtained at approximately the anterior axillary line just below the left costal margin. We used a 5 mm optiview system to do this. The entry was uneventful and pneumoperitoneum was established. We then placed two additional ports, both 5 mm, one somewhat posterior to the first midway between the costal margin and the anterior superior iliac spine another one in the left lower quadrant. Care was taken to place these ports far laterally enough that they would not compromise our efforts to tack this side of the mesh. These ports were placed under direct vision. We went back and inspected under the initial entry site and found no evidence of a visceral injury. The patient was placed slightly to the right to optimize the ergonomics of the working ports and camera. As stated above there was some omentum that stuck up to the anterior abdominal at the edges of the defect and this was taken down with hook cautery. A small piece of omentum was within the more superior sac and this also taken out with hook cautery. In the end we had noting [sic] but the defects themselves on the anterior abdominal. The falciform was taken down, although it was very attenuated. This gave us a very satisfactory circumferential tissue for attachment of the mesh. The umbilical ligament was almost nonexistent so we did not have to take anything down inferiorly. We then identified the center of the defect which is stated above was combination of the lower defect and with a small bridge and then the upper defect. The bridge was basically in the center of the two so we brought our central marking suture through at this point. This identified the center of the defect. This was identified with a spinal needle. We then selected a piece of 19 x 15 cm dual mesh. It was oriented with the textured side toward the abdominal wall and the smoother side toward the viscera. A suture was placed in the center of the mesh after first bisecting it. We then placed sutures at 12:00, 3:00, 6:00 and 9:00 o'clock. The sutures were 0 ethibond. The central suture was cut as a single strand and the sutures at the quadrants were left double stranded. We then rolled the mesh and inserted it through the 12 mm port. Note we had switched out the original 5mm port with a 12. We then unrolled the mesh in the abdominal cavity. We grasp the mesh with the central strand and pulled it using a suture grasper up snug against the anterior abdominal wall. We then stretched the mesh out both superiorly and inferiorly. We had already marked the points on the anterior abdominal wall that would result in the appropriate measurement. Of the 19 cm craniocaudal length 9.5 cm was marked above and 9.5 cm below. These points, when we viewed from within the abdomen with a spinal needle, were quite accurate in terms of where the mesh should be seated at both the superior and inferior margin. We measured a point 7 cm to the left and 7 cm to the right and marked this on the anterior abdominal wall as well. With the mesh stretched out from within these points also appeared to be very satisfactory giving us a nice smooth lie with no redundancy and satisfactory overlap of the edges of the detect. Small incisions were made with a 15 blade in these sites and a suture grasper was used to pull both strands of the preplaced sutures. We then brought the mesh up flush with anterior abdominal wall with these sutures using clamps. We did not tire the sutures at this point. A protac, 5 mm, was then used to very effectively tack the periphery of the mesh circumferentially. This was done keeping the tip of the protac up against my left hand so it firmly seated the tack. It was very straight forward to do the left side as we had left a very adequate amount of room between the edge of the mesh and the end of the ports. Some additional tacks were placed more centrally and at the end the mesh was nicely secured to the anterior abdominal wall smooth with a little or any redundancy. We then proceeded to tie the four quadrant sutures. I then very carefully made sure that there no dimpling of the skin or the subcutaneous in any of these incision. As we got ready to close it was noted that there was some invagination of the umbilicus and it did appear that one tack had gone pass the margin of the defect and was tacked into the hernia sac and a little bit of the abdominal wall skin with just the tip of the pack [sic] coming through the skin. I elliptically excised this area and removed the tack. This completely separated the sac from the skin of the anterior abdominal wall. We did not need to open the sac itself so the mesh was never exposed to the outside. Using hemostats I was able to untwist the tack and completely remove it. It made no difference since this tack was in essence not a securing tack. We then went back and looked at the mesh and it was still seated very nicely. The 5 mm ports were removed under direct vision and then we attached a 12 mm port to suction and tried to suck out as much pneumoperitoneum as possible. That port was then removed. A photograph had been obtained prior to closure and the skin incision were then all closed with subcuticular 5-0 and dermabond. An abdominal binder was placed and she was taken to the recovery area in good condition.¿ (B)(6) 2014: (B)(6). Surgical procedure: laparoscopic ventral hernia repair with mesh. Implant site: abdomen. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp04. Lot batch code: 12319736. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/12319736) was implanted during the procedure. (B)(6) 2014: (B)(6), rn. Discharge instructions. No driving. Wear your abdominal binder until you follow up with dr. (B)(6); diet as tolerated, no tub bath. No heavy lifting until seen by doctor. Norco prescribed. Follow up on (B)(6). (B)(6) 2015: (B)(6), md. Radiology-CT abdomen/pelvis. Clinical history: ventral hernia. Findings: abdomen and pelvis: despite interval surgery, recurrent 3.5 cm superior periumbilical/abdominal ventral wall defect. Herniation stranded omental fat is noted. Impression: recurrent ventral wall hernia despite interval placement of ventral match [sic]/surgical correction. See body of report. No herniated bowel. No bowel obstruction. (B)(6) 2015: (B)(6). Clinical documentation/nursing pre-operative assessment. Tobacco use: current smoker; 1 pack per day x 18 years, alcohol no. Past surgical history: hernia repair, cholecystectomy. Pulmonary history: cough 2 weeks ago, pneumonia. Gastrointestinal: history of pancreatitis chronic, diagnosis of reflux/gastroesophageal reflux disease. Pain: abdominal, sharp/dull, 4/10 score. Weight: 194 lbs, bmi 30.4. (B)(6) 2015: (B)(6), md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Procedure performed: 1. Incisional hernia repair with mesh. 2. Tissue rearrangement x 120 cm, both posteriorly and anteriorly. Surgeon: (B)(6), md. Assistant: (B)(6), md. Anesthesia: general. Description of procedure: ¿the patient was taken to the operating room and general endotracheal anesthesia was employed. Intravenous antibiotics were given and the abdomen was prepped and draped in the usual aseptic fashion. An incision was made overlying the patient's hernia. Dissection was taken down to the hernia sac, which was excised. The abdomen was entered and there was some omentum stuck to the undersurface of the hernia, which was dissected free and reduced back down into the wound. The patient's mesh was in place on the undersurface of the right anterior abdominal wall. It appeared to have pulled away from the left side of the hernia. The mesh was densely adherent and left in place. A single braided suture that was a transfascial suture was seen on the left side which was removed and multiple tacks in the central portion of the hernia were removed as well. A retrorectus plane was identified on both sides and carried back about 10 cm laterally in both directions. The anterior flaps were similarly made in the subcutaneous tissues above the anterior fascia. This process was somewhat laborious, given her multiple previous procedures, taking about 1 hour of operating time. The tissue flaps proved to be about 10 x 12 cm, totaling 120 cm both anteriorly and posteriorly. Once these flaps were performed, advancement of the tissues to the midline was possible. The posterior fascia was then closed with pds suture. A 15 x 15 cm piece of light weight, wide pore polypropylene mesh was then placed in a retrorectus plane and tacked into place with vicryl suture. The anterior fascial elements were then closed with pds suture in running fashion. Talc was sprayed into the subcutaneous tissues, and the deep tissues were reapproximated with vicryl suture. Then 4-0 monocryl suture was used in running subcuticular fashion to reapproximate the skin edges, and mastisol and steri-strips were placed. Sterile dressing was applied. The patient was extubated and taken to the postanesthesia care unit in stable condition having tolerated the procedure with palpated copy to __ [sic].¿ (B)(6) 2015: (B)(6). Implant record. Device description. Mesh prolene soft 6x6 spmh. Manufacturer: ethicon, inc. Body site: abdomen. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that gore® dualmesh® )plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding . H6: updated investigation conclusions: d17: appropriate code/term not available for ¿withdrawn complaint¿. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane . This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected, and ¿withdrawn.¿ previous patient codes (2240 and 3191: appropriate term not available for ¿mesh failure¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6)2014 through (B)(6)2015 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Patient information: medical history: obese: (B)(6)2014: 200 lbs., bmi 30.41, (B)(6)2015: 194 lbs., bmi 30.4, smoking, (B)(6)2014: former smoker, (B)(6)2015: current smoker; 1 pack per day x 18 years, chronic pancreatitis, gastroesophageal reflux disease [gerd], (B)(6)2014: ventral hernia, (B)(6)2015: hernia defect just above the umbilicus. Surgical procedures: unknown date: cholecystectomy, (B)(6)2014: laparoscopic ventral/umbilical hernia repair with gore dualmesh plus. Implant: gore® dualmesh® plus biomaterial. (B)(6)2015: incisional hernia repair with polypropylene mesh [ethicon], tissue rearrangement x 120 cm. Implant: ethicon. Implant preoperative complaints: (B)(6)2014: "...self-referred for possible umbilical hernia. Increased in size over past 2 weeks, present x 3 years. Diagnosed a year ago. Abdomen scaphoid, soft, nontender, palpable ventral hernia just above the umbilicus with likely incarcerated omentum, able to reduce. Recommend laparoscopic ventral hernia repair, CT." (B)(6)2014: CT abdomen/pelvis [a/p]: impression: ¿moderate-sized ventral hernias containing mesenteric fat within the upper and mid abdomen.¿ (B)(6)2014: ¿follow up after CT, having vomiting. Approximate 7 cm ventral hernia. Reviewed indications for surgery, details of procedure, fact that we would be placing mesh. The risk of mesh complications once again addressed but I think is doubtful that this hernia could be fixed without it. All questions answered.¿ (B)(6)2014: indications: ¿... Presents with a very symptomatic ventral hernia. CT scan shows a component above the umbilicus. There was a small bridge of tissue just at the umbilicus and then another defect just below the umbilicus possibly due to port placement at the time of the laparoscopic cholecystectomy. The defect measured approximately 7.5 to 8 cm in the craniocaudal direction and approximately 4 to 5 mm transversely.¿ implant procedure: laparoscopic ventral/umbilical hernia repair. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp04/12319736, 15cm x 19cm x 1mm thick, oval] implant date: (B)(6) 2014 [hospitalization dates (B)(6) 2014] wound classification: not provided. Description of hernia being treated: ¿entry into the abdominal cavity was obtained at approximately the anterior axillary line just below the left costal margin. We used a 5 mm optiview system to do this. The entry was uneventful and pneumoperitoneum was established. We then placed two additional ports, both 5 mm, one somewhat posterior to the first midway between the costal margin and the anterior superior iliac spine another one in the left lower quadrant. Care was taken to place these ports far laterally enough that they would not compromise our efforts to tack this side of the mesh. These ports were placed under direct vision. We went back and inspected under the initial entry site and found no evidence of a visceral injury. The patient was placed slightly to the right to optimize the ergonomics of the working ports and camera. As stated above there was some omentum that stuck up to the anterior abdominal at the edges of the defect and this was taken down with hook cautery. A small piece of omentum was within the more superior sac and this also taken out with hook cautery. In the end we had noting [sic] but the defects themselves on the anterior abdominal. The falciform was taken down, although it was very attenuated. This gave us a very satisfactory circumferential tissue for attachment of the mesh. The umbilical ligament was almost nonexistent so we did not have to take anything down inferiorly. We then identified the center of the defect which is stated above was combination of the lower defect and with a small bridge and then the upper defect. The bridge was basically in the center of the two so we brought our central marking suture through at this point. This identified the center of the defect. This was identified with a spinal needle.¿ implant size and fixation: ¿we then selected a piece of 19 x 15 cm dual mesh. It was oriented with the textured side toward the abdominal wall and the smoother side toward the viscera. A suture was placed in the center of the mesh after first bisecting it. We then placed sutures at 12:00, 3:00, 6:00 and 9:00 o'clock. The sutures were 0 ethibond . The central suture was cut as a single strand and the sutures at the quadrants were left double stranded. We then rolled the mesh and inserted it through the 12 mm port. Note we had switched out the original 5mm port with a 12. We then unrolled the mesh in the abdominal cavity. We grasp the mesh with the central strand and pulled it using a suture grasper up snug against the anterior abdominal wall. We then stretched the mesh out both superiorly and inferiorly. We had already marked the points on the anterior abdominal wall that would result in the appropriate measurement. Of the 19 cm craniocaudal length 9.5 cm was marked above and 9.5 cm below. These points, when we viewed from within the abdomen with a spinal needle, were quite accurate in terms of where the mesh should be seated at both the superior and inferior margin. We measured a point 7 cm to the left and 7 cm to the right and marked this on the anterior abdominal wall as well. With the mesh stretched out from within these points also appeared to be very satisfactory giving us a nice smooth lie with no redundancy and satisfactory overlap of the edges of the detect. Small incisions were made with a 15 blade in these sites and a suture grasper was used to pull both strands of the preplaced sutures. We then brought the mesh up flush with anterior abdominal wall with these sutures using clamps. We did not tire [sic] the sutures at this point. A protac, 5 mm, was then used to very effectively tack the periphery of the mesh circumferentially. This was done keeping the tip of the protac up against my left hand so it firmly seated the tack. It was very straight forward to do the left side as we had left a very adequate amount of room between the edge of the mesh and the end of the ports. Some additional tacks were placed more centrally and at the end the mesh was nicely secured to the anterior abdominal wall smooth with a little or any redundancy. We then proceeded to tie the four quadrant sutures. I then very carefully made sure that there no dimpling of the skin or the subcutaneous in any of these incision. As we got ready to close it was noted that there was some invagination of the umbilicus and it did appear that one tack had gone pass [sic] the margin of the defect and was tacked into the hernia sac and a little bit of the abdominal wall skin with just the tip of the pack [sic] coming through the skin. I elliptically excised this area and removed the tack. This completely separated the sac from the skin of the anterior abdominal wall. We did not need to open the sac itself so the mesh was never exposed to the outside. Using hemostats I was able to untwist the tack and completely remove it. It made no difference since this tack was in essence not a securing tack. We then went back and looked at the mesh and it was still seated very nicely. The 5 mm ports were removed under direct vision and then we attached a 12 mm port to suction and tried to suck out as much pneumoperitoneum as possible. That port was then removed. A photograph had been obtained prior to closure and the skin incision were then all closed with subcuticular 5-0 and dermabond.¿ (B)(6)2014: discharge: ¿no heavy lifting until seen by doctor. Follow up on (B)(6)2014.¿ relevant medical information: (B)(6)2014: ¿incisions are healing nicely, approximated, dry, no drainage, no evidence of recurrence.¿ (B)(6)2014: ¿last week noticed some puss [sic] draining for [sic] incision left lower quadrant; used hydrogen peroxide and neosporin and drainage resolved. Noted some drainage from one of the counterincisions just to the left of midline. Several of the counterincisions and port incisions show evidence of reaction to suture. Pieces of suture removal from several of these where viable, including the one that is given her the most trouble just above and to the left of the umbilicus. Removed what suture I saw; nothing extends deep, all a dermal issue. Hernia repair intact. Some of the seroma that was palpable, particularly at and below the umbilicus is either resolved or decreased significantly. No evidence of recurrence. Some intolerance of the sutures, removed what was possible; don¿t think antibiotics would help.¿ (B)(6)2015: ¿possible recurrent umbilical hernia, pain off and on. Hernia defect just above the umbilicus, also feel the edge of some mesh. No incarceration, reduces easily. Will get CT.¿ (B)(6)2015: CT a/p: ¿despite interval surgery, recurrent 3.5 cm superior periumbilical/abdominal ventral wall defect. Herniation stranded omental fat is noted. Impression: recurrent ventral wall hernia despite interval placement of ventral match [sic]/surgical correction. No herniated bowel. No bowel obstruction.¿ (B)(6)2015: ¿does have a recurrent ventral hernia, very symptomatic. Surgery is going to be necessary.¿ (B)(6)2015: ¿pulmonary history: cough 2 weeks ago, pneumonia.¿ ¿pain: abdominal, sharp/dull, 4/10 score.¿ (B)(6)2015: 1. Incisional hernia repair with mesh. 2. Tissue rearrangement x 120 cm, both posteriorly and anteriorly. [Implant: ethicon mesh prolene soft 6x6 spmh] wound classification: clean. Procedure: ¿an incision was made overlying the patient's hernia. Dissection was taken down to the hernia sac, which was excised. The abdomen was entered and there was some omentum stuck to the undersurface of the hernia, which was dissected free and reduced back down into the wound. The patient's mesh was in place on the undersurface of the right anterior abdominal wall. It appeared to have pulled away from the left side of the hernia. The mesh was densely adherent and left in place. A single braided suture that was a transfascial suture was seen on the left side which was removed and multiple tacks in the central portion of the hernia were removed as well. A retrorectus plane was identified on both sides and carried back about 10 cm laterally in both directions. The anterior flaps were similarly made in the subcutaneous tissues above the anterior fascia. This process was somewhat laborious, given her multiple previous procedures, taking about 1 hour of operating time. The tissue flaps proved to be about 10 x 12 cm, totaling 120 cm both anteriorly and posteriorly. Once these flaps were performed, advancement of the tissues to the midline was possible. The posterior fascia was then closed with pds suture. A 15 x 15 cm piece of light weight, wide pore polypropylene mesh was then placed in a retrorectus plane and tacked into place with vicryl suture. The anterior fascial elements were then closed with pds suture in running fashion. Talc was sprayed into the subcutaneous tissues, and the deep tissues were reapproximated with vicryl suture. Then 4-0 monocryl suture was used in running subcuticular fashion to reapproximate the skin edges, and mastisol and steri-strips were placed.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 12319736. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.